Event description:
It was reported that un-commanded rotation occurred during a patient exam. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches and the rear rotational switch needed to be replaced. Once this was completed the system was working as intended.